Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level of 553 mg/dl. The customer reported that they experienced heart palpitation. The customer was treated with manual injections. The customer stated that she was at the border line of diabetic ketoacidosis. It was unknown if the customer was using auto mode at the time of the incident. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.